Event description:
It was reported that this right ventricular (rv) lead exhibited abrupt impedance changes due to a spring contact issue. No adverse patient effects were reported. This rv lead remains in service. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".